Manufacturer narrative:
Conclusion: it was reported that during implant, as the delivery catheter system (dcs) was attempted to be passed through the stent, pushing force was required in order to pass the device through the stent. The radiopaque band on the distal end of the catheter sheared through the catheter. The subject dcs was not returned to medtronic for analysis and no flouroscopy pictures or angiography pictures were returned for review. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case, it was noted that pushing force was required in order to pass the device through the stent. However, without procedural images for review and limited information available the cause of the capsule separation cannot be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A new valve and dcs were used for implant. No adverse patient effects were reported. Updated data: h6 - method code, results code, conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a self expanding 7.0 mm stent was placed in the right iliac artery. During implant, as the delivery catheter system (dcs) was attempted to be passed through the stent, pushing force was required in order to pass the device through the stent. After ballooning the area, it was noted that the tip of the dcs had broken. The radiopaque band on the distal end of the catheter sheared through the catheter. A new valve and dcs were used for implant. No adverse patient effects were reported.